Event description:
It was reported that the insulin pump alarmed during the prime proces. The current blood glucose reading is 127 mg/dl. The drive support disk is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing reservoir tube o-ring.